Manufacturer narrative:
Our quality engineer inspected the 3 photos submitted for evaluation. The reported issue of leakage other was confirmed upon inspection of the sample photos. Analysis of the sample photos showed that the iodine packet in the kit was leaking. Bd determined that the cause of the failure was likely a result of our supplier¿s process. Steps are being taken to inform our supplier of the failure observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
The envelope with the povidone-iodine swab apparently leaked.

Event description:
It was reported that bd anesthesia kit durasafe was leaking. The following information was received by the initial reporter in spanish with the verbatim: the envelope with the povidone-iodine swab apparently leaked.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.